Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The product was received on 09/26/2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. In the follow up with the customer, she indicated that there was a breach in the transformer housing. She pumps 4-6 times a day and plugs in/out the transformer about 3 times a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
Mom states that the transformer housing fell apart and she can see the wires. Damaged transformer housing - breach present.